Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "big lump/bump feels like a ball and is hard, a little puffiness, induration & non inflammatory nodule at injection site" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported 3 weeks after injection with 1 syringe of juvéderm® ultra plus xc in the left cheek the patient noticed a big lump/bump on the left side under the hollows of the cheek area. The patient can feel it when they hold the area and it feels like a ball and is hard. The patient has a little puffiness on the right side at the injection sites. The patient is not happy about the symptoms. The patient reported the events to the injector, and were told to massage the area which hurts when they do that and is causing irritation. The day after symptoms began the patient was treated with hyaluronidase & 5fu. The symptoms have not resolved.